Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 2000 ml eva tpn bags were slowly leaking from the middle port. This was identified after compounding the bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection revealed fluid in the bag that contained the products. Functional testing was performed, and revealed a leak at the spike port cap of both samples. The reported condition was verified for the two received samples. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of this condition. The remaining two (2) samples were not received for evaluation; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.